Event description:
Hamilton medical ag received the following description: device alarmed with technical fault (tf) 5510, 5511.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: device alarmed with technical fault (tf) 5510, 5511.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during ventilation with no harm to patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective sensor board. After replacing the sensor board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the sensor board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.